Event description:
Approximately two hours after a patient was put on extracorporeal membrane oxygenation (ECMO) support, it was reported that the oxygenation levels from the xlung kit 230 were low. ¿after mechanical ventilation¿, there was no significant improvement in the oxygenation levels. The po2 was still very low despite 100% oxygen concentration being given. The xlung kit was subsequently replaced the following day, and the partial pressure of oxygen in blood gas was 465 mmhg after reassessing. More unspecified details were provided on an attachment showing a printout of treatment data. The reported events resulted in approximately 500 ml of blood loss. The patient was still on ECMO support at the time of the initial reporting. The sample was not reported to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d4 plant investigation: a complaint sample was not available for manufacturer evaluation. The cause may have been patient induced, and it is highly unlikely to detect a failure in a retention sample. As no additional information was provided, an evaluation of the performance of the oxygenator could not be conducted. The performance of the gas exchange is influenced by application parameters like anticoagulation, blood flow, and sweep gas flow. High blood levels of fats or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange. A review of the batch documentation was performed; no non-conformities were observed during the manufacturing process. There were three quality events found during the review, but none of them were related to the failure pattern at hand. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. As an evaluation of the sample could not be performed, a definitive conclusion regarding the reported issue could not be reached and a cause could not be confirmed. Due to an increased number of complaints describing a low post-oxygenator po2 value, a new quality event was opened for further investigation.

Event description:
Approximately two hours after a patient was put on extracorporeal membrane oxygenation (ECMO) support, it was reported that the oxygenation levels from the xlung kit 230 were low. ¿after mechanical ventilation¿, there was no significant improvement in the oxygenation levels. The po2 was still very low despite 100% oxygen concentration being given. The xlung kit was subsequently replaced the following day, and the partial pressure of oxygen in blood gas was 465 mmhg after reassessing. More unspecified details were provided on an attachment showing a printout of treatment data. The reported events resulted in approximately 500 ml of blood loss. The patient was still on ECMO support at the time of the initial reporting. The sample was not reported to be available for evaluation.